Event description:
Ambulance association inserted a 20g iag (possibly lot 101039) to a pt and transported the pt to hosp. While inserting the catheter, the person did not have any problems and did not noticed anythiing out of the ordinary. The pt was released later that day and the catheter was removed. The catheter was intact. The pt was returned to the ER later that night and complained of redness and swelling at the catheter site. After examination, the clinician at the hosp advised to soak it with a warm cloth. The pt then went to soak the arm with a warm cloth. At home, the pt did what was instructed and while soaking their arm noticed that a metal wire piece was sticking ot of their arm at the catheter site. Pt then pulled out what appeared to be a metal piece and returned to the hosp for their explanation. Additional info rec'd 10/2001 when the pt returned to the emergency dept pt was put on antibiotics for the cellulitis in their arm.